Event description:
It was reported that the device battery voltage seemed to drop quicker than anticipated and as a result, only lasted four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(4) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low bv on (B)(4) 2011 03:00:03.